Event description:
It was reported that when the device was used during a colon resection, the device was fired without any problems. The device was reloaded and it would not fire. A second reload was tried with the same results. Another device was used to complete the case. There was no patient consequence.